Event description:
It was reported that an interlink system secondary medication set was unable to separate. The reported malfunction occurred during infusion of an unknown antibiotic. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available. This medical device report is report 2 or 2 for this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.